Event description:
A falsely depressed troponin I result of 0.01 was obtained. A duplicate test of the same sample run at the same time as the depressed result read 3.0 ng/ml. The result was not reported to the physician. The same specimen was retested on the same analyzer and results of 2.85 and 2.82 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin result. Analysis of instrument data did not identify an instrument failure. The suspected cause is related to short sampling in the small sample container due to bubble formation at the bottom of the cup during pipetting of sample.